Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: motor corrosion in brake assembly discovered during bench test. Gearbox passed schematics. Unable to test under load. Complaint was confirmed. The underlying cause is determined to be corrosion. (B)(4).

Event description:
Product was returned for evaluation. The return fields in oracle state: motor corrosion in brake assembly discovered during bench test. Gearbox passed schematics. Unable to test under load. The provider states the motor will get hot and brake will not ohm out correctly.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the motor will get hot and brake will not ohm out correctly.